Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. It was reported that av block was noted early during placement of the safari wire but subsequently subsided. At release, the patient again went into av block and temporary pacing measures were put in place. Pacing was performed off the wire until ep came and placed a permanent pacemaker. Final valve deployment position was noted to be at the correct annular hinge point. Sl dimension was much smaller than ap dimension. The patient is reported to be in stable condition.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for valve interacts with conduction system was confirmed based on the event description provided by the clinical specialist. Based on the device history record (DHR) review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Available information suggests the guide wire and the valve interaction with the native conduction likely contributed to the event. The av node is in septal position of the valve, this valve morphology may have predisposed the patient to suffer a conduction disturbance. Therefore, the most likely cause of this event is due to patient conditions. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.